Manufacturer narrative:
Loos bodies (human matter) were removed from patient. Subject device was returned for evaluation. Visual inspection of the device confirmed the failure mode of ¿broken jaw¿. The upper jaw has broken from the shaft. Broken portion of the device was not returned. A small portion of the jaw remains attached to the shaft. The lower jaw of the shaft is dramatically bent downward. Dimensional assessment of the remaining portion of the device found it met print specifications. The condition of the device is consistent with excessive force being placed on it during use. Instructions for use state: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure.¿ per results of the investigation, the root cause was determined to be "user error". At this time, no further investigation will be implemented. (B)(4).

Event description:
During an ankle scope & debridement procedure utilizing the micro-grasper-straight, it was reported that, while trying to remove a loose body from the patient, the jaw on the subject device broke. It was reported that additional imaging was used to locate and retrieve the fragment from inside of the patient. It was reported that there was a twenty (20) to thirty (30) minute delay. All fragments were removed by shaver that was used to resect the loose body. It was reported that the surgery was completed successfully. It was reported that a backup device was not available. (B)(4).